Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information/device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 45 stapler (sf45) instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was returned without the reload. Visual inspection found no damage. The instrument was tested on an in-house system, where the instrument clamped, unclamped and fired successfully. The instrument fired successfully twice using green sf45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed as expected. The instrument moved intuitively with full range of motion in all directions. Visual inspection found no damage. No firing failure was observed in the system logs. The system logs showed that a black reload was used on the last firing, and the stapler fired successfully. The instrument was fully functional, and no product issue was found.

Event description:
It was reported that during a da vinci-assisted gastrectomy with wedge resection, the sureform 45 with a black reload experienced a partial fire, resulting in tissue dragging. The instrument was inspected before use and no unusual observations noted. The first stapler fire was performed on the stomach without an issue. The event occurred with the second fire. Although the blades were deployed, they did not fully cut the tissue, which was pushed toward the end of the jaws. There was no exposed blade, the stapler was not fired over an existing staple line, no buttress material was used, and no clamping issues were observed. The tissue was not calcified, had not been exposed to chemotherapy or radiation, and there was no tension or bunching on the tissue. There were no holes or gaps, injury and no bleeding. A backup sureform 45 stapler was then used, and the black reload successfully deployed without any issues. The surgeon had to remove the area where the staples misfired. The procedure was delayed by less than 15 minutes and was completed robotically. There were no additional adverse complications reported.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A review of the provided image was performed. In the photo, it was difficult to determine the exact appearance of the staple lines from this photo; however, there is a visible cluster of malformed staples deposited in one area of the stomach tissue. This finding is indicative of a "tissue pushout" event, in which the tissue slips out of the stapler jaws during firing. As a result, the staples may be unformed or malformed and are dragged to the end of the fire. This phenomenon has been replicated in-house, and it is observed to occur more frequently when there is an obstruction in the jaws, such as suture material, clips, or a previous staple line, as well as when a larger reload size is used on thinner tissue. Reducing the occurrence of this event has been achieved by some surgeons through the use of smaller reload sizes, for example, switching from a black to a blue reload when stapling stomach tissue. A log review was performed and showed that the sureform 45 stapler part no 480445-06, lot no k13260108-0425, was installed on the system 2 times and fired 2 black reloads. Excluding aborted clamps, all clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the log data.